Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the log files and adjusted the voltage at the fluoro functions circuit board. The system was tested adn found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.